Event description:
The customer received blood glucose readings on the contour next link and another meter, that differed by 40 mg/dl. The specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. Customer had also experienced blood glucose readings of 50 mg/dl and below with hypoglycemic symptoms, which he self treated with food. Strip information was not provided. Product was not expected to be returned or replaced.